Manufacturer narrative:
Carefusion failure analysis (fa) lab result: carefusion fa lab visually inspected the suspect device and installed the component in a known good vela unit. After power up the event log was reviewed and found transducer (xdcr) fault event. Performed pressure xdcr, turbine and exhalation flow calibration but the unit failed. The reported issue by the customer was duplicated and the root cause was a degraded pressure xdcr.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while the vela ventilator was being used on a patient. The device displayed ventilator inoperable (vent inop) and motor fault. The customer replaced the turbine and turbine driver printed circuit board (pcb), but the reported issue was not corrected. The customer reported no patient injury/harm.